Event description:
The ligator was set up on the 160 series scope (not the 140 series scope). The friction fit adapter become loose and detached into the pt's trachea and had to be retrieved. Contact states that no bands had been fired. Pt was intubated and was bleeding but is ok at this time. A competitor's bander was used to complete the procedure. The wire was not "locked" on top.